Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37761, serial # (B)(4), product type recharger.

Event description:
A friend or family member of the patient reported that the desktop charger (dtc) connector pin was broken as of (B)(6). It was stated that the patient is weak and can't walk because they are not able to charge, and that the implant may be dead. A replacement dtc was sent to the patient. Additional information received from the patient on (B)(6) 2016 reported that the replacement dtc resolved the issue with them regaining their strength to walk. It was stated that the reason was that they could not charge the implant as the dtc was broken. However, with the replacement they were able to charge. The device is really helping the patient and they are glad to have it. The patient's indication for implant is parkinson's dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.